Event description:
It was reported that during the procedure, the subject stent was introduced into the microcatheter, but it could not be advance further. The physician made an attempt to retract the subject stent back into the protective sheath, but at this point the subject stent was lodged inside the proximal portion of microcatheter. With further pulling of the subject stent delivery wire, the delivery wire was pulled out, while the subject stent became dislodged and remained trapped inside the proximal portion of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the lumen of the microcatheter at the proximal end. The subject stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was cut, which is aligned with the event description. The subject stent was unable to be removed from the microcatheter. The subject sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' was confirmed during device analysis. The remaining reported event 'stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to pull stent back into sheath¿ could not be replicated as the subject stent was no longer loaded on the subject stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ' the subject stent was introduced into the microcatheter (having passed the microcatheter hub), the subject stent could not be advanced further in the microcatheter. An attempt was then made to retract the subject stent back into the protective sheath. At this point, the subject stent was lodged inside the proximal portion of the microcatheter (not within the hub). With further pulling of the subject stent delivery wire, the delivery wire was pulled out, while the subject stent became dislodged and remained trapped inside the proximal portion of the microcatheter'. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patients anatomy was described as moderately tortuous. The subject stent was received deployed within the lumen of a microcatheter. The microcatheter was cut, which is aligned with the event description. The subject stent was unable to be removed from the microcatheter. The subject sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. Based on the event description, it is likely that certain procedural factor(s) led to increased resistance while advancing the stent through the distal segment of the microcatheter. Upon encountering this resistance, the user attempted to withdraw the subject stent. During withdrawal, as the subject stent reached the proximal end of the microcatheter and exited the lumen into the hub, it would be expected to begin expanding/deploying. At this stage, the distal bumper of the sdw¿being smaller in diameter compared to the proximal bumper used for stent advancement¿may have slipped through the subject stent struts. This could result in the stent becoming partially deployed within the microcatheter. This sequence provides a plausible explanation for the observations noted during analysis, as well as the details described in the event. An assignable cause of procedural factors has been assigned to the reported event ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent difficult/unable to pull stent back into sheath¿, ¿stent deployed prematurely during use¿ and analysed defects ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the subject stent was introduced into the microcatheter, but it could not be advance further. The physician made an attempt to retract the subject stent back into the protective sheath, but at this point the subject stent was lodged inside the proximal portion of microcatheter. With further pulling of the subject stent delivery wire, the delivery wire was pulled out, while the subject stent became dislodged and remained trapped inside the proximal portion of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.